Event description:
It was reported by the patient that the stimulation is intermittent from time to time. Testing results have been unremarkable. Resonance frequency: 11,85 mhz. The distance between coil and internal device was increased, however, this did not solve the problem.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.